Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a burn-like irritation underneath the three therapy electrodes. The patient's physician instructed the patient to use hydrocortisone cream, but the irritation did not improve. A second unknown cream was prescribed to the patient. During a follow-up call, the patient reported that the irritation was better, but had not gone away completely.